Manufacturer narrative:
Complaint conclusion: as reported, the 7f exoseal vascular closure device (vcd) was taken out from the pouch after an endovascular therapy (evt) case. It was about to be inserted into a sheath, but the hemostasis plug dropped. It was unable to be used. Hemostasis was achieved by manual pressure. There was no reported patient injury. There were no visible signs of device/package damage prior to use. The product was not returned for analysis. A product history record (phr) review of lot 18019910 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿deployment difficulty - premature deployment¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural and/or handling factors may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it has been previously opened or damaged. Neither the phr nor the information available suggests that there is a design or manufacturing related cause for the reported events; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the 7f exoseal vascular closure device (vcd) was take out from the pouch after an endovascular therapy (evt) case. It was about to be inserted into a sheath, but the hemostasis plug dropped. It was unable to be used. Hemostasis was achieved by manual pressure. There was no reported patient injury. There were no visible signs of device/package damage prior to use. The product is not expected to be returned for evaluation as it was discarded.